Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes was found in the ventilator's downloaded error logs. The device's software upgraded to address the issues.